Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). In response to medtronic¿s request for device return, no devices were received for evaluation. The device was not returned and therefore no evaluation could be performed. (B)(4).

Event description:
It was reported that the repose system bone screw broke off in the patient, but the sutures did not come out of the device. Against the medtronic sales representative¿s objections, the doctor improvised and proceeded with the procedure. There was no known impact or consequence to the patient reported as a result of this event.

Manufacturer narrative:
Event date: (B)(6) 2013. Date of this report: may 8, 2013. Description of event problem: there was no patient impact; the screw did not break, it was implanted into the mandible but the sutures did not release from inserter. After the sutures would not release, the physician used another surgical specialties drilling system along with those screws and regular sutures to complete the case. Current patient status is unknown. Expiration date: september 28, 2013, lot number: 0205446281. (B)(4). Device manufactured date: september 29, 2011.

Event description:
There was no patient impact; the screw did not break, it was implanted into the mandible but the sutures did not release from inserter. After the sutures would not release, the physician used another surgical specialties drilling system along with those screws and regular sutures to complete the case. Current patient status is unknown.

Manufacturer narrative:
Device received for analysis on october 15, 2013. Product evaluation: quality engineer received one (1) sample without the original product box / tray or label. The returned product was identified to be airvance bone screw and as reported part# 76353200m. Since the label was not returned, the as reported lot# could not be verified from lot number 0205446281. The condition of the device showed customer use as there was considerable amount of bio-residue present on the handle (inserter) assembly. Upon visual evaluation, the suture knot was found visible at the proximal end of the inserter. The device functioned adequately upon actuation of the button on handle assembly. The screw at the distal tip of the handle / inserter was found missing with remaining portion of screw still visible through the seating hole. Under magnification, a clean break of the screw was visible. The broken screw piece was not returned for evaluation. The returned device could not be evaluated for deployment due to broken screw. No physical damage to the handle / inserter assembly was noticed. Conclusion: the reported malfunction was confirmed; for screw breakage. Based on the above observations, the most likely root cause of 'operational context' is selected for the complaint as it is possible that bone density, user technique, other procedural / anatomical factors during normal use of the device may have led the customer to apply excessive force causing an inadvertent breakage of the screw. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.